Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (1 g; route frequency, and duration not reported), injection amikacin (150 mg; route frequency, and duration not reported), injection reflin (500 mg; route frequency, and duration not reported), and injection fortum (500 mg; route frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. On an unreported date, treatment with vancomycin and amikacin were discontinued. At the time of this report, reflin and fortum remained ongoing and the patient is recovering from the peritonitis event. No additional information is available.